Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a leaking connection on the oxygenator sampling manifold. There was no pt injury. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon eval the complaint was confirmed. Performance testing found that the device leaked, and investigation determined that the sampling line was not inserted to the proper depth during mfg. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending, and follow up.